Event description:
Teleflex medical customer service in another country, reported an end-user alleges the staplers block. It is unknown when this event occurred. It was reported there was no patient injury or medical intervention necessary. No additional info was available.

Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional info becomes available.